Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif-q150 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a foreign object stuck in the biopsy channel. There were no reports of patient involvement.